Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain and degenerative disc disease. During a pocket revision the hcp noticed both leads had a sharp angle in them and the outer coating was nicked. The rep believed the damage might have been due to electrocautery used during the procedure. All impedances were fine and they were not going to do a lead revision on the day of the report. The rep was inquiring if anything could be placed on the lead to avoid fluid getting in and recommendations for using electrocautery near leads. Further follow-up is being conducted to determine if any symptoms were experienced, and what actions or interventions were taken to resolve the issue. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received from the manufacturer's representative clarified that what was meant by the sharp angled leads. When the lead was coiled behind the implantable neurostimulator (ins) they are typically in a round/circular coil but the doctor described the lead at more of a 90 degree angle (sharp angled). It was noted that the leads were not fractured. There were no patient symptoms reported associated with the nicked coating issue. There were no plans to revise or replace the leads. The representative met with the patient where impedances were good. The patient was reported as getting good coverage and efficacy. If additional information is received, a follow up report will be sent.